Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 438 mg/dl and 390 mg/dl. The customer was treated with insulin pump and manual injection. The customer also stated that they did not allege insulin pump was under delivering. The customer also stated that there was air bubbles. The customer also stated that the approximate size of air bubbles that was bigger than champagne sized. The customer also stated that the insulin pump had insulin flow block alarm. The insulin pump and reservoir will not be returned for analysis.